Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was fractured. It is also noted that the defibrillator conductor was fractured and distorted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was received at analysis with the steroid ring missing and it cannot be determined when this loss occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported the lead was removed and replaced due to elevated thresholds. No patient complications have been reported as a result of this event.